Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. There was no information provided regarding the impact on the customer's blood glucose level. The device is to be returned, and a replacement pump with a different serial number has been arranged for the customer.